Event description:
Customer reported device and its base were smoking and plastics melted when docked. Device was taken out of service. No treatment was received. A request was made for return product and replacement product was sent.